Event description:
Customer reported via phone call that the sensor is not releasing with the button press. The blood glucose reading was 150mg/dl at the time of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.